Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 25mg/dl, 38mg/dl, 75mg/dl. Tests were done less than 10 minutes apart with a difference of 30mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: test strips expired 9/2001, control solution range 97-121, code 8, control solution expired 9/2000.